Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 5513e. Batch no.: unknown. It was reported a large area of redness, irritation, and abrasions on the patients abdomen. Per email: I'm reaching out to report a product complaint/incident that happened at surgery. Pease see the below information for details. I'm working to get a photo of the patient from the customer. I've already had a follow up meeting and performed additional education with the customer. Item # 5513e and 4406. Date of incident: (B)(6) 2021. A large area of redness, irritation, and abrasions on the patients abdomen. Omitted. Follow up information received on 3/3/2021 stated the following, making this a reportable event. I do not have the specific lot #. The customer has a photo of the affected patient area, but they are waiting for their quality team to determine if they are allowed to send it to me. The case was canceled due to the significant irritation of the skin.